Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An nc euphora balloon catheter was intended to be used to pre-dilate a lesion. There were no abnormalities reported in relation to anatomy. There was no damage noted to the device packaging. There were no issues noted when removing the device from the hoop. The device was not inspected. Negative prep was not performed. Excessive force was not used during delivery. It is reported that the balloon burst on the first inflation after 18 atm of pressure was applied. The device was not moved or repositioned prior to the burst. No patient injury is reported. The physician completed the procedure with a same size non-medtronic balloon.

Manufacturer narrative:
Device evaluation summary: the balloon returned deflated with crystalized residue visible in the balloon. The device was placed in the water bath to disperse the residue in the balloon lumen in order to aid inflation. The balloon failed negative prep. On pressurization of the device, a leak was observed on the balloon working length proximal to the distal cone. The balloon failed to maintain pressure. Upon visual inspection of the device, there was a short longitudinal tear on the balloon material immediately proximal to the balloon distal cone. Lead in scratches were not evident proximal or distal to the tear site to the tear site. Deformation was evident to the material immediately distal to the guidewire entry port. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.